Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device could not be interrogated after therapeutic radiation five months ago. A manual guided reset failed, as no telemetry could be established with the pti programmer. The device was reportedly functioning normal with programmed settings and had normal pacing and sensing functionality. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis found no telemetry. Upon further analysis, the non-functional device telemetry failure condition was confirmed. The device power was interrupted during the analysis, which caused the no telemetry condition to clear. The device functioned nominally after the power supply interruption, and no other abnormal behavior was noted. Several attempts were made to reinduce the no-telemetry failure mode, but they were all unsuccessful. The analysis was stopped with no cause of failure identified.